Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles. A visual and microscopic analysis was performed which identified broken sharp and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.